Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump felt hot and the cartridge felt warm. The reporter denied damage to the battery cap and moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: there was no evidence of a sudden voltage drop observed in the black box. An unacknowledged call service alarm for 36 minutes was recorded with (B)(4) 2007,10:26pm leading to the battery to drain out; multiple power reset events followed. The pump was primed and exercised with no overheating occurring. All current draws were within specifications.